Event description:
A (B)(6) old male patient contacted zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. As received, the monitor was resetting at the press response button screen. The cause of the constants resets is an intermittent connection at the digital signal processor (u500). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.